Event description:
According to the report, the balloon deflated at 24 hours postop for a pt who had a radical prostatectomy; the probe was expelled and exploration under anaesthesia was necessary.

Manufacturer narrative:
Additional info has been requested. At this time, no response has been received. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should the device or add'l info be received, an addendum to this report will be filed.